Event description:
The device was used to treat a cardiac arrest pt. Reportedly, the device did not deliver energy to the pt on two attempts of 200 joules. The lack of delivery was based on a lack of skeletal muscular response from the pt. The pt's outcome was not reported.